Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the clinic did not see any issues with far field r-wave (ffrw).

Manufacturer narrative:
Concomitant medical products: 7000, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) over-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.